Event description:
Late oct pt was kicked in the chest by a horse. Chest x-ray on 11/4/96 demonstrated an obvious fracture of the coronary sinus lead, and the subcutaneous patch of his defibrillation system.